Event description:
It was reported that a sapphire ii balloon came apart at distal area of balloon. First additional information was received on 3/4/2026: 1. Provide a detailed summary of event from beginning to end, including troubleshooting and resolution. Waiting on email from hospital. 2. Anatomical information? (Vessel / location / tortuosity / calcification / stenosis % / etc.) Unknown. 3. Please provide patient demographics (gender, age, weight, race, ethnicity) and comorbidities. If unavailable, please provide reason why (e.g. Hospital privacy policy) I thought I chose the hospital private policy. 4. Did the balloon become fully detached or was it damaged intact? It looks like it's detached. 5. How was the balloon fragment(s) removed from the patient? He remains with a wall stent covering. 6. If fragment(s) remain in vivo - does the physician have any concerns about potential long-term risk outcomes? The hospital should be sending information. 7. What is the status of the patient? Unknown. Second additional information was received on 3/13/2026: 1. Provide a detailed summary of event from beginning to end, including troubleshooting and resolution. It seems they were using this in a mine coronary case and will not answer any other information. 2. At which stage of the procedure did the product separate? Unknown. 3. Anatomical information? (Vessel / location / tortuosity / calcification / stenosis % / etc.) Unknown, but not heart. 4. If fragment(s) remain in vivo - does the physician have any concerns about potential long-term risk outcomes? Unknown they covered with a (wall stent). 5. What is the status of the patient? Unknown. 6. Was any resistance or abnormality detected prior to the separation? Unknown. 7. Had the balloon been inflated prior to the separation, and if so, what was the inflation pressure? Unknown.

Manufacturer narrative:
We received the initial complaint on 2026/2/18 as our balloon catheter came apart at distal area of balloon. Then we requested questions regarding more details and got the additional information on 2026/3/4 indicating that the balloon fragment remained in the patient and covered with a wall stent. Then we became alert and determined to report this case.